Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of her blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. Upon further investigation, the returned meter was tested with the in-house contour next control solution and in-house contour next test strips. Testing was also performed using the returned meter with in-house contour next test strips and in-house breeze 2 control solution to simulate as blood, which gave a satisfactory performance. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory.